Event description:
(B)(4). Told by doctor I have yeast infection. Inner thighs and under my breast. I have headaches. Can't sleep. There is always a brown lining on my panties at the end of the day because I leak fluid when I sneeze or cough and fowl odor. I was told by doctor I have uterine prolapse. Feet swollen. Skin conditions on my thighs arms...numbness on my arm and hands.